Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges pain, discomfort and difficulty ambulating. Litigation also alleges that during revision surgery, heterotropic ossification and trochanteric bursitis was noted.

Event description:
Update: (B)(4) 2014- new litigation received. Litigation alleges loss of mobility and range of motion and physical injury. Products were asr. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2014 - plaintiff¿s fact sheet was received, which identified dob information. Part/lot provided on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.